Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath was selected for use. The sheath is porous despite the surgeon's best practices; another sheath of the same reference but with a different lot number was used instead. There were no consequences for the patient.